Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 660 mcg/day. The reason for use was intractable spasticity. It was reported that when the hcp aspirated from the pump the drug was a pinkish hue. In (B)(6) 2019, he had a tough time accessing the pump (problems finding the reservoir) and he later refilled the pump with new drug. He removed the new drug and it was clear. It was reviewed that the trauma from the (B)(6) refill could potentially have introduced blood into the reservoir. The caller stated that the patient was concerned with increased in tone in lower limbs. The hcp switched out the baclofen. He thought that because the patient was on ¿high dose elequis for pe could of cause high bleeding.¿ there were no volume discrepancies. The hcp thought the pump was working, though the patient has spasms, and it was unknown when the spasms started. There were no further complications reported/anticipated.